Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of "high"; although specific value was not provided. Bg was addressed via a correction bolus and manual injection. The customer alleged the pump did not deliver a bolus; however this could not be confirmed.